Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer's blood glucose reading was 233 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal but customer received a motor position encoder error. The customer was advised to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform occlusion test and a21 error test due to motor error alarms also, unable to confirm e70 alarm due to overwritten history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread and cracked reservoir tube lip noted.